Event description:
Note: this report pertains to the first of two hologic devices used in the same procedure. See associated medwatch, manufacturer's report# 1222780-2013-00216. It was reported a physician performed an uneventful myosure for uterine tissue removal procedure and then immediately performed a novasure endometrial ablation on a pt that had some "angulation of the uterus". The pt presented to the emergency room "approximately 48 hours post-procedure and reported a temperature of 105 degrees f at home associated with abdominal pain. In the emergency room she was afebrile but had an elevated wbc [white blood count] with left shift. A CT [computed tomography]-scan and upright x-ray were negative. She eventually had a temperature to 102 degrees f along with diffuse rebound tenderness and uterine tenderness on examination. She was admitted for treatment of endometritis. All cultures to date have been negative". Admission date was (B)(6) 2013. Discharged date is unk.

Manufacturer narrative:
Serial number of the myosure control unit not provided by the complainant. The disposable device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review and sterile lot review were conducted for the reported lot number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. (B)(4).